Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The voltage on ps1 was evaluated and readjusted. The power system interface board was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the live monitor was not working. This may cause system to be unusable due to the loss of the live image. There is no report of injury or death associated with this event.